Event description:
It was reported that this implantable cardioverter defibrillator was suspected to exhibit premature battery depletion. Data analysis showed the battery of the device appears to be depleting prematurely, and a boston scientific technical services consultant recommended device replacement. At this point the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 (describe event or problem): updated to include advisory information, h9 (correction/removal reporting #): reporting number added.

Event description:
It was reported that this implantable cardioverter defibrillator was suspected to exhibit premature battery depletion. Data analysis showed the battery of the device appears to be depleting prematurely, and a boston scientific technical services consultant recommended device replacement. At this point the device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Additional information was received indicating that a revision procedure was performed and this ICD was explanted and replaced. No additional adverse patient effects were reported.